Event description:
It was reported that the surgeon was using a eyconics lens with a microstaar injection system and the lens was torn or bent haptic. No pt injury reported. Further information has been requested but none forth coming. If more inforamtion is received a supplemental manufacturer report will be sent.

Manufacturer narrative:
Lot number search. A lot number search was performed on the cartridge for similar complaints within the search and there were eight similar complaints. A lot number search was performed on the foam tip plunger for similar complaints and there were two similar complaints.